Event description:
It was reported while using bd ultra-fine¿ short needle insulin syringes 1ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign matter in needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ short needle insulin syringes 1ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign matter in needle.

Manufacturer narrative:
H.6. Investigation summary: no samples were received, and an investigation was performed based on photos provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Corrective action was initiated for this issue under CAPA 2363785. H3 other text : see h10